Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest blood glucose of 350 mg/dl for about 24 hours, which was associated with a leaking infusion site from the cartridge/tubing set (inset, 6 mm, 23 in, lot 6007070); after changing the site, blood glucose returned to range at 146 mg/dl. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no backup therapy use, and no facility admission. Investigation included customer interview and device-use history review. Investigation of this case revealed evidence of insulin leakage at the infusion site consistent with a delivery interruption, with no alarms reported. It was concluded that the event was due to an infusion set leak leading to transient hyperglycemia, resolved after site replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.